Event description:
(B)(4). For 2 months prior to surgery, I tracked 21 symptoms that I commonly deal with. It is hard to tell which ones come from the essure and which come from the sjogren's (and how much of the sjogren's is due to the inflammatory response caused by the essure) so I tracked everything. Prior to my essure removal / hysterectomy, I was seeing 10-16 symptoms each day. For the 2 weeks since surgery, I have only been dealing with 5-9 symptoms per day! What a remarkable difference in such a short time! I only took pain meds for the first 3-4 days after surgery. So the only thing that has changed is having essure (with its nickel and pet fibers) removed from my body! Already such an improvement!

Event description:
(B)(4). Sjogren's syndrome (dry eyes, dry mouth, muscle pain, bone pain, severe fatigue) started around the same time my essure was placed. No way to know for sure if it was caused by the essure, or if it was simply made worse by the essure. Hair loss, weight gain, heavy periods with severe cramping (required vicoden to relieve pain), longer than normal periods (often 10-14 days of bleeding), vaginal odor, varying from mild to severe, at time of periods - smell of infection present for days before and after heavy bleeding days, required hysterectomy ((B)(6) 2016) for gynecologic problems - surgeon noted at that time that coils were nearly perforating through tissue at the tube / uterine junction.